Manufacturer narrative:
The lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for the alleged perforation of the ivc, filter migration and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter perforated, migrated and tilted. The device was removed by an open abdominal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unable to take anticoagulants. At some time post filter deployment, it was alleged that the filter tilted, perforated and migrated. The device was removed via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks and six days later, computed tomography (CT) revealed that an inferior vena cava filter was noted with its apex below the renal veins within the inferior vena cava. There were metallic struts which appeared to extend beyond the lumen of the inferior vena cava, which were in close proximity to the anterior and posterior aspect of the aortic bifurcation. On the next day, the patient reported to the hospital with abdominal pain status post inferior vena cava filter and x-ray chest posteroanterior and lateral showed that the tip of the inferior vena cava filter was noted on the lateral view. Subsequently five days later, computed tomography (CT) revealed that an inferior vena cava filter was present. The apex was at the l3 pedicle and the filter was tilted to the right with 2 struts apparently extruded the left inferior cava wall, 1 lay anterior to the abdominal aorta and the other posterior to the abdominal aorta. An additional third strut might lie posterior to the iliac arteries. Approximately one week later, an attempt was made to retrieve the malpositioned inferior vena cava filter from the patient who suffered with chronic lower pelvic, flank and groin pain. A right-sided flank incision was made between the level of the umbilicus in the iliac crest that began at the lateral margin of the rectus sheath. The extraperitoneal space was then entered and developed to the retroperitoneal structures and eventually the inferior vena cava. The inferior vena cava filter was noted above the bifurcation of the inferior vena cava and tilted within the vessel with tines of the device protruded through the wall of the inferior vena cava primarily, medially and 1 anteriorly through the cava itself. Dissection was proceeded to control the inferior vena cava above and below the device. The inferior vena cava was then double clamped above the bifurcation distally and above the device more proximally. It was then opened longitudinally and the device was then grasped and slowly teased out of the inferior vena cava, made sure that there was no disruption of the wall from the limbs of the device protruded through the wall primarily inferiorly. Once it was carefully removed, the opening was closed primarily with running 4-0 prolene suture in a double suture line for reinforcement. Overall, the patient tolerated the procedure well. Approximately seven months and twenty-one days, the patient was implanted with greenfield inferior vena cava filter. On the same day, the patient experienced abdominal pain in right lower quadrant. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter tilt, however, the investigation is inconclusive for alleged filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, d4(expiry date: 03/2015). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.